Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur broke during a surgery on the nasopharyngeal fibroma. The surgeon drilled for 5 to 10 minutes at the back wall of maxillary sinus. There was a 10 to 15 minutes procedure delay because the surgeon changed the bur with a new one. The procedure was completed using a back-up device. The hcp noted that this was the initial use of the device. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner cutting tip broke off at the distal end of the spiral wrap. The portion that became detached measured 0.465¿. The spiral wrap was twisted in on itself in a clockwise direction at the break point which indicates excessive torsional load. The inside diameter of the outer tube was gouged with a thinning of the wall at the distal end however it was only on one side which is indication of shear stress. There was corresponding damage to the inner assembly. The diamond grit and the irrigation port were compacted with biological contaminants. The front hub showed deformation consistent with improper loading; dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; and locking area deformation caused by the back side of the front collet of the handpiece. Information is provided in the future, a supplemental report will be issued.